Event description:
It was reported that during a scapholunate reconstruction surgery the anchor does not engage in bone because it is completely seized, there's no separation between the square part and the pear part, when surgeon tried to engage it broke off. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint is not confirmed. Visual inspection identified that the dx swivelock screw and dx swivelock foked eyelet did not have any problem. The threads of the inner driver of the dx swivelock® sl, with forked eyelet, 3.5x8.5mm had broken. Functional testing was not performed due to the damage to the device.